Manufacturer narrative:
The lot number for the device is not known. Therefore, a review of the device history records could not be reviewed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that at an unknown date, an ivc filter migrated to a patient's heart and retrieval was attempted. Despite numerous attempts to obtain additional information about the event, no further information could be obtained.